Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status is not received.

Event description:
Event verbatim [preferred term] blister [blister] , she felt asleep with it on [device use error] , . Case narrative:this is a spontaneous report from a contactable consumer. A 47-year-old female patient started to use thermacare heatwrap (thermacare heatwrap) from an unspecified date for knees and elbow. The patient medical history and concomitant medications were not reported. The patient reported once she felt asleep with it on and it gave her a blister on an unspecified date. The action taken with thermacare heatwrap was unknown. The outcome of the events was unknown. According to the product quality complaint group on (B)(6) 2020: the root cause category is non-assignable (complaint not confirmed as a quality defect). There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. There is not a product quality related trend identified for the subclass adverse event safety request for investigation. The manufacturing operations employ quality control procedures which include in process testing, thermal testing and visual inspection, to ensure the quality of the product being packaged. Lot trend assmt. & rationale: a lot trend was not performed. The lot number is unknown. Site sample status is not received. Follow-up (B)(6) 2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Follow-up (B)(6) 2020): new information received from product quality complaint group includes investigation results. Follow-up attempts are completed. No further information is expected., comment: based on the information provided, the events of "blisters" "device use error" as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The events are medically assessed as associated with the use of the device. There was limited device specific information provided, no batch number or return sample was available for evaluation. Without a batch reference number and/or return sample a manufacturing and technical evaluation cannot be completed for the wrap involved in this case. Product effect varies with each individual. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Case narrative: this is a spontaneous report from a contactable consumer. A (B)(6)-year-old female patient started to use thermacare heatwrap (thermacare heatwrap), from an unspecified date and ongoing at an unknown frequency for knees and elbow. The patient medical history and concomitant medications were not reported. The patient reported once she felt asleep with it on and it gave her a blister on an unspecified date. The action taken with thermacare heatwrap was unknown. The event outcome was unknown. Follow-up (04may2017): follow-up attempts are completed. No further information is expected. Follow-up (01mar2017): this follow-up report is being submitted to upgrade this case to a reportable MDR. Company clinical evaluation comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device., comment: based on the information provided, the event of "blisters" as described is considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. The event is medically assessed as associated with the use of the device.